Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Device was received with intermittent buttons due to corroded keypad traces. No button error alarms or frozen screens were noted. Device had cracked case at display window corners, reservoir tube window corners, reservoir tube window and battery tube threads, minor scratched lcd

Event description:
The customer reported via phone call that the buttons were not responding while trying to deliver a bolus and the insulin pump seemed frozen. The customer then received a button error alarm. She did not recall any significant events leading to the keypad issue. Blood glucose value was 75 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.